Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device has been returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device was unable to deliver a defibrillation shock to the patient.  The customer indicated that they connected the third party defibrillation electrodes to the patient and charged the device to 360 joules.  When the user selected the shock button, the device did not respond.  The customer indicated that the patient was eventually shocked by their implanted pacemaker and did survive the event.  No additional event information has been provided.